Manufacturer narrative:
During processing of this incident, attempts were made to obtain device explant date, but information was unknown. Estimated explant is in 2017. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 1627487-2021-00222. It was reported that the patient had their system explanted back in 2017 due to ineffective stimulation. The exact date is unknown. The patient has recently been re-implanted and the issue has since been resolved.